Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-3 error code. Daughter is calling on behalf of the customer. The e-3 error occurred when the blood sample was applied to the test strip. Customer was not using proper testing technique; customer was not waiting for the blood drop symbol to appear. At the time of the call the customer reported feeling sleepy and tired. Medical attention was not needed at the time of the call. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 08/21/2020 and open vial date is 09/09/2019. During the call, a blood test was performed by the customer non-fasting and produced test result of 131 mg/dl using meter. Customer was satisfied with the blood result obtained.

Manufacturer narrative:
Internal report reference number: (B)(4). Sections with additional information as of 01-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 01-may-2020: b2: adverse event report is being submitted due to symptoms related to diabetes - fatigue. H1: type of reportable event corrected from "malfunction" to "serious injury". H3: device was returned to manufacturer for evaluation corrected from "yes" to "no".